Event description:
It was reported that bd insyte autog bc wing needle was slow to retract. The following information was provided by the initial reporter: the springs are not correct causing a delay in retracting the needle any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None. Can you please provide an exact date of event 21-04-2025.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint that the needles were retracting slowly or not at all could not be confirmed from the 10 representative 24ga insyte autoguard units that were received in sealed packaging from lot #4292347. A functional test revealed no damage on the returned samples and no defects with needle retraction. The retraction time was within specification. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.